Event description:
It was reported that the device had the service icons displayed and the internal battery was low. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the digital pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a leaky ic chip, designator u31. The customer received a replacement device.